Manufacturer narrative:
(B)(4). Date sent to the FDA: 9/27/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot number mek554 and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: please provide procedure name scar recovery on a wrist when did the needle get separated from the suture? During the use on patient. Please provide status of product return the product is not available.

Event description:
It was reported that a patient underwent a scar recovery on a wrist on (B)(6) 2021 and suture was used. During the procedure, the needle pulled off. There were no adverse patient consequences reported. Additional information was requested.